Event description:
Additional information was received that during a routine follow up visit, the patient came to the clinic for additional lead testing. All lead testing within normal limits and the new device was functioning well. A large hematoma was noted at implant site. The physician assessed the pocket site and felt the hematoma was resolving and no concerns at this time. The patient is to report back to clinic if there are any further concerns with healing of the implant site. No allegations against any boston scientific products.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were removed and replaced due to a suspected lead dislodgment. The right ventricular (rv) lead exhibited high thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.